Event description:
It was reported that the screen backlight on the insulin pump was staying on all day even without a battery. It was stated that this is draining the battery. Customer had to change the battery 3 times in the past 3 days. Nothing further reported.

Manufacturer narrative:
Insulin pump received with high stop/idle current due to open lcd driver. Device had constant backlight due to open lcd driver. Device received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.